Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported cracks on clear case. No patient involvement.

Event description:
The customer reported cracks on clear case. No patient involvement.

Manufacturer narrative:
Investigation has been completed. A follow-up will be submitted once additional information is available.